Event description:
It was reported that the patient experienced recurring peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for severe back pain and later was diagnosed with peritonitis. After the treatment with zyvox, oral (dose and frequency not reported), the patient was discharged from the hospital. The patient then experienced a recurrence of peritonitis. The patient's catheter was removed and the patient was put on hemodialysis (hd) therapy. The patient was again hospitalized and treated with zyvox (dose and frequency not reported). Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j26076, h12k09112, h12k14047, h12l13070, h13b07048, h13c07061, h12j11037, and h13c11048. All release criteria were met prior to the release of these lots. Should relevant additional information become available, a follow-up report will be submitted.